Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn into pieces. Pieces of the lens optic and one haptic were torn off and missing. The lens was returned in liquid. Conclusions - (other): based on the complaint history, work order search and the evaluation of the returned product, a possible root cause of the event has been determined to be due to the off-label use of the lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens was torn. The lens was removed with no patient injury. The reporter stated the surgeon likes to use a competitor's injection system with this lens, they are aware it is off-label use.